Manufacturer narrative:
Other, other text: one cadd legacy 1 pump was returned for the evaluation of the reported event. The device was received with a scratched screen. A DHR, device history review, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event history log, ehl, could not be download. Technicians attempted to power up the device, when batteries were inserted the device immediately alarms with a blank screen. The circuit board was replaced.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump was alarming with a blank screen during testing. There was no patient involvement.